Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv250 device had ruptured during patient use. According to the report, the device was filled with fortum and the rupture occurred at the end of the infusion. There is no report of patient injury or medical intervention. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of 'reservoir ruptured' could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this reported condition will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4).